Event description:
It was reported that during a upgrade procedure the right atrial (ra) lead became dislodged and was not capturing the right atrium. Due to patients condition, the physician did not want to attempt a lead revision at that time. The lead remains implanted and all ICD discriminators were turned off except the morphology discriminator due to the function of the ra lead connected to the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 6935m62, lead; implant: (B)(6) 2013. (B)(4).